Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, though the issue could not be replicated during the call and blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health or daily activities and no hospitalization. Investigation included remote troubleshooting and user education, including app reinstallation and device reboot, with instructions to monitor and report recurrence. Investigation of this case revealed no confirmed device malfunction during assessment and no abnormal alerts or alarms were noted. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the issue.